Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer's blood glucose was over 400 mg/dl with high ketones. Elevated blood glucose was addressed by a bolus via the pump, manual insulin injections, and a supply change. Customer went to the emergency room and was subsequently admitted to the hospital. Reportedly the customer is using ademlog insulin. Tandem technical support informed the customer that admelog is off-label per the tandem user guide.